Manufacturer narrative:
Manufacturer's ref. No : (B)(4). No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following abstract was reviewed: "major findings after remote controlled magnetic pulmonary vein isolation" authors: koektuerk b., konstantinidou m., wissner e., schmidt b., zerm t., tilz r., metzner a., otomo k., ouyang f., kuck k.-h., chun j.k.r. Source: heart rhythm. 2009 may; conference: 30th annual scientific sessions of the heart rhythm society, heart rhythm 2009. Boston, ma united states. Conference publication: (var.pagings). 6 (5 suppl. 1) :s110. It was reported that 28 patients underwent rc magnetic pvi with carto rmt mapping system and thermocool irrgiated tip catheters. Intervention was not reported. The abstract does not provide any further product details. All biosense webster devices that were used in this study: thermocool irrigated catheters, carto rmt mapping system non-biosense webster devices that were also used in this study: niobe ii by sterotaxis, cardiodrive and mns by sterotaxis. Adverse events: 1 nstemi (day 7 after pvi) - intervention provided not specified. 1 tia (day 14 after pvi) - intervention provided not specified. 1 asymptomatic ripv stenosis - intervention provided not specified. Exact quantities of patients or products involved are unknown as a patient may experience more than one adverse event.